Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 1, and no notable events occurred before the issue. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, but malfunction code recurred. The customer reverted to an alternate method of insulin therapy.